Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The pump was received with a scratched lcd window, a cracked reservoir tube lip, broken battery tube threads, and a missing end cap sticker note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the b key on the insulin pump was not sensitive.